Event description:
It was reported that during the implant procedure, the pulse generator exhibited inappropriate magnet response. The device was not used and a new device was implanted. No patient symptoms were reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.